Event description:
It was reported to target that during the procedure a fas tracker-18mx catheter encountered friction inside the 5f toray guiding catheter and then it detached while being retrieved. The detached catheter was removed with the guiding catheter. There were no complications or add'l interventions to the pt as a result of this event. The procedure was continued and completed.